Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/23/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of raynaud's phenomenon and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon; ¿a lump or thickening in or near the breast or underarm area;" rupture.

Event description:
Patient reported having experienced raynaud's phenomenon and having experienced ¿a lump or thickening in or near the breast or in the underarm area. Patient further reported "an ultrasound indicated the rupture." This record is for the left side. Device remains implanted.